Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced head trauma, resulting in loss of lock. External equipment was exchanged however; this did not resolve the issue. The recipient's device was explanted. During revision surgery, it was noted that the recipient had a hematoma under the device. The fibrosis was removed from the mastoid and facial recess. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. In addition, the electrode was received severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a severely dented bottom cover and a dislodged component. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection revealed multiple cracks along the hybrid. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, a dislodged component and multiple cracks along the hybrid. A corrective action has been initiated. This is the final report.

Manufacturer narrative:
Add'l info/ corrections.